Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure (event) observed during analysis. External insulation abrasion as noted at 24.0-24.1cm from the connector pin, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. (B)(4). (B)(6).